Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller to use room temperature insulin and instructed them to continue filling the tubing until a total of 30 units was reached. The caller acknowledged this advice, put in a new cartridge, and successfully resumed insulin without requiring further assistance.